Manufacturer narrative:
Implant date: (B)(6)-2008. (B)(4): the device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Manufacturer narrative:
Evaluation of the returned device found that the crown is showing impactions due to tightening with a spinal rod. The deformations are asymmetrical, consistent with the transmission of flexural loads through the connection. The bone screw is broken at the second thread from the neck. The fracture appearance is of metal fatigue type, with visible lines of rest propagating across the section. The geometry of the fracture allows identification of the starting point and the direction of propagation across the section. The broken bone thread is damage due to explantation maneuvers the bone screws returned was found broken at the level of the bone thread. No defect was found at the level of the breakage. The damages observed are consistent with a fatigue damaging of the metal due to repeated flexural loading of the bone screw. The mas with the worn portion of the broken section broke first then followed by the second mas.

Event description:
It was reported that the patient underwent an l5-s1 fusion using posterior fixation. Three years post-op, the bone screw in s1 was found to be broken. The l5-s1 level had not fused. The patient underwent a revision surgery to remove and replace the screw.